Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2-3 months ago. Results obtained with the subject meter or the other device were not provided. The patient manages her diabetes with insulin pump therapy. The patient reportedly continued to administer her usual dose of medications. About 2-3 hours after, the reporter claimed the patient felt funny and felt ¿low.¿ specifics symptoms were not provided. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The cca educated the reporter about correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing. The alleged issue was not observed. The test strips and control solution were also returned; however, testing was not performed because an incorrect testing technique was noted at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.